Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte luer access split septum experienced a septum that was pushed into the adapter. The following information was provided by the initial reporter: after a few activations of a new q-syte (on the same day) the nurse noticed that one of the split septum lips damaged and stayed inside. They used it on arterial line for blood gas testing. They used 1ml ls syringe to redraw the blood.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-20. H6: investigation summary. Our quality engineer inspected the samples submitted for evaluation. Bd received one unopened q-syte, one opened q-syte, a stopcock with a q-syte attached, and a pic solution 1ml syringe. Upon inspection of the q-syte devices, it was found that the q-syte attached to the stopcock displayed a damaged septum. It was observed that part of the top disk has been disconnected from the lip of the top body (the unit should be glued to the top body). The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Further microscopic inspection was performed to check for signs of residue. The septum glue residue observed on the unit is indicative of a sufficient bond at time of manufacture. Damage to the septum or tearing of the bond between the septum and rim may occur due to external forces due to incorrect usage or excessive actuation. Also, a low adhesive during manufacturing may also result in separation of the septum and top body. The two unused q-syte units were inspected, and no damage was found. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd q-syte luer access split septum experienced a septum that was pushed into the adapter. The following information was provided by the initial reporter: after a few activations of a new q-syte (on the same day) the nurse noticed that one of the split septum lips damaged and stayed inside. They used it on arterial line for blood gas testing. They used 1ml ls syringe to redraw the blood.